Event description:
Rn reports to pharmacy dept; saline flush prefilled syringe does not contain fluid. 0.9% sodium chloride injection usp 10 ml prefilled syringe excelsior medical . When rn removed syringe from pyxis machine, syringe appears intact and has protective cellophane overwrap. Plunger is pulled back to 10 ml, but contains about 2 drops of fluid instead of 10 ml. Dose of amount: 10 ml; route: IV. Dates of use: 2008.